Event description:
Reportedly, the pump was set up to infuse dopamine using a 60cc syringe running at a low rate of infusion. The pump ran over night before the operator realized the pt did not receive any medication. No pump alarm sounded. The bio-med dept was able to reproduce the failure. The reported root cause was the plunger spring being kinked and preventing the plunger drive mechanism from properly seating on the syringe plunger. No pt injury occurred and no medical intervention required.